Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a follow up. Device interrogation noted that the pacemaker exhibited far field r wave oversensing and inappropriately triggered automatic mode switch (ams). Programming changes was suggested, no change or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Correction: section e3. Occupation should have been "nurse" rather than " physician".